Event description:
Suspected false positive sars result for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated that they received a negative result with another rapid antigen assay. 3 additional consumer events were communicated which are captured on separate reports.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: online customer review.